Manufacturer narrative:
Patient information is not available for reporting. It is unknown when device malfunctioned. This report is for an unknown trauma tap/unknown lot. Part and lot number are unknown; UDI number is unknown. (510k): unknown, as specific part and lot numbers for tap is not provided. Without a lot number, the device history record review could not be requested. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was revised due to a broken proximal femoral nail-antirotation-ii (pfna ii) nail. When the nail was returned to synthes for investigation, it was identified that an unknown trauma tap was broken inside the nail. Revision procedure for broken nail is captured under complaint (B)(4). Concomitant device reported: pfna-ii ø10 sm 130° l200 tan (part # 472.115s, lot # l288988, quantity 1). This report is for one (1) unknown broken trauma tap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: cq zuchwil, selected flow: 5. Broken. Visual inspection: an unknown trauma tap was found broken inside the nail. Article and lot number is unknown. No further information available. Revision procedure for broken nail is captured under (B)(4). Dimensional inspection: because of the damage, it is not possible to measure the relevant dimensions. Document/specification review: cannot be performed, article and lot number are unknown. Material review: cannot be performed, article and lot number are unknown. Summary: the complaint condition is confirmed as the unknown trauma tap was found broken. Because of the damage, it is not possible to measure the relevant dimensions. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: awareness date reported in initial report was (B)(6) 2018. Correct date should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: an unknown trauma tap was found broken inside the nail. Article and lot number is unknown. No further information available. Revision procedure for broken nail is captured under (B)(4). Dimensional inspection: because of the damage, it is not possible to measure the relevant dimensions. Document/specification review: cannot be performed, article and lot number are unknown. Material review: cannot be performed, article and lot number are unknown. Summary: the complaint condition is confirmed as the unknown trauma tap was found broken. Because of the damage, it is not possible to measure the relevant dimensions. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.